Event description:
Physician used a closurefast catheter and 0.025 guidewire for radiofrequency ablation treatment of the greater saphenous vein (gsv). It was reported that the guidewire was used to maneuver the catheter up the vein. When the physician tried to remove the guidewire, it got stuck in the catheter. It was reported that there were several centimeters of guidewire extending out of the end of the catheter. Since physician was unable to remove the guidewire from the catheter, both the catheter and guidewire were both removed. During inspection of the guidewire, it was noticed that it looked like the outer coating broke and the end for the guidewire was connected by just the enter coil. The ultrasound tech and physician looked to see if any of the pieces of guidewire were left inside the vein. They could not determine if any of the guidewire remained in the vein using ultrasound and they also pulled their ¿c-arm¿ and took some fluoroscopic images that didn't show any retained metal. The vein was not ablated, but another vein was successfully ablated using a new catheter. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the returned closurefast device was examined - the guidewire was seen unwinding and through the distal tip of the catheter. The guidewire was seen to be unwound at the end that is exiting the handle of the device. It was noted the guidewire is strung through the device, exiting both the distal tip and the handle. A kink was also observed on the device. The device was scathed on the shaft and the fep of coil removed and unwound to reveal underneath. The guidewire was fully removed from the catheter after scathing the shaft to find what was keeping it from being able to be removed. The guidewire was found to have a residue on it that likely was keeping the guidewire from being able to be removed from the catheter. If information is provided in the future, a supplemental report will be issued.